Event description:
Lasik surgery, 7-10 years ago unable to fully correct vision corneas too. Didn't know this till after procedure. Had a spontaneous detached retina that required surgery with gas bubble and a second lazer procedure. Still do not have vision in left eye.